Manufacturer narrative:
The service evaluation found the insertion tube is critically scratched and deformed/collapsed attributing to poor brush passage through the instrument channel. The coating of the insertion tube is peeling off. Additionally, the light guide bundle is broken. The insertion tube is deformed/crushed below the protective boot. The scope failed the air/water leak test at the control body, portion of the bending section cover glue is missing, the adhesive at the distal end light guide lens is scraped. Scratches on the eyepiece and the index may be peeled off at the scope connection.

Event description:
Olympus (omsc) was informed that the customer tracheal intubation fiberscope was returned for service/repair for a reported ¿code tear¿ found during an unspecified event. However, during inspection and testing the coating of the insertion tube is peeling off. This report is being submitted to capture the coating of the insertion tube is peeling off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 07-apr-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.